Event description:
It was reported that during a da vinci-assisted surgical procedure, the user alleged that the prograsp forceps instrument was unable to release the tissue and that it "continually got stuck together." The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: after clarification, customer confirmed that the instrument was used for a procedure on (B)(6) 2023 using system sk0181. No further information was provided surrounding the alleged issue with the instrument. No known patient consequence or injury due to the issue was confirmed.

Manufacturer narrative:
Based on the claim against the product by the customer noting instrument grip failure, an investigation was completed to determine the cause of this reported event. Although the complaint regarding reported failure was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the instrument log for the prograsp forceps instrument lot# k10220221 / sequence 0109 associated with this event has been performed. Per logs, no logged usage was documented on the reported event date of (B)(6) 2022. Additionally, the instrument was first used on (B)(6) 2022, used on subsequent procedures and was last used for a procedure on (B)(6) 2023. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the prograsp forceps instrument failed to release from tissue. It is unknown if irk usage was applied and if jaws were successfully opened. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 based on the claim against the product by the customer noting instrument grip failure, an investigation was completed to determine the cause of this reported event. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) not reported by site was that the instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input shaft #6 and #7. Common causes of the failure mode broken instrument input disks are typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The instrument was found to have a cracked clamping pulley at the proximal end. Improper cleaning during reprocessing most commonly causes this failure. Root cause of this failure is attributed to the user.

Event description:
Refer to h10/h11 for follow-up information.